Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 1400 mg/dl. Customer had a heart attack. Customer was experiencing high blood glucose all morning, husband called the paramedics. Customer had a bent cannula. Hospital treated with IV and manual injections. Customer was also given IV for dehydration. Customer was hospitalized for six days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.